Event description:
A malfunction was reported with the customer's pump, which displayed a malfunction code malf 13. There was no adverse impact to the customer¿s blood glucose level, with no reports of levels exceeding 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.